Event description:
The customer reported a blood glucose reading of "low." She consumed carbohydrates to attempt to address the low blood glucose level. A full pump system check was performed and no issues were found with the pump, infusion set, or cartridge. Customer advised she works at a hospital so technical support suggested she visit the emergency room for further assistance as her blood glucose level were not coming up. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.